Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, the capsule tore while the physician was rotating the iol into place. The iol was exchanged during the initial procedure. Additional information was provided by the initial reporter that the haptic tore the capsule when the iol was being rotated into place. The iol was removed and replaced with a different lens model. There was no patient harm, and the prognosis is good.